Manufacturer narrative:
The three add'l xience v stents mentioned are being filed under the same manufacturer number. Results: and conclusion summation - product performance engineering reviewed the incident. Death, as noted in the xience v instructions for use and risk assessment matrix, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implants, although a conclusive root cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: death. Reporting rationale: the patient had sudden cardiac death. Device issue: no device malfunction has been reported. It was reported that sudden cardiac death occured three months post implant. Three xience v stents were implanted in the circumflex and one xience v stent was implanted in the ostial left anterior descending (lad). No autopsy was performed. No additional event or patient info is available.